Manufacturer narrative:
Only a portion of lens with an attached haptic was returned. Solution was dried on the lens. The lens was cut into portions typical of insertion and removal. The returned lens portion was cleaned with klrp for further evaluation. After drying the lens does not have a cloudy appearance and no bubbles were observed. It is possible the pattern of dried solution may have been interpreted as the reported "cloudy/bubble" complaint. The other cut portion of lens which includes the other haptic, was not returned for evaluation. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The lens was retuned cut, typical of insertion and removal. Only a portion of lens was returned for evaluation. The returned lens portion was cleaned with klrp for further evaluation. The lens was allowed to dry. Upon drying the lens appears clear. No cloudy appearance or bubbles were observed. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the company lens 16.5 diopter lens model was replaced with a company lens 16.5 diopter lens model. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the lens appeared to be cloudy/defective/bubble. Hence the lens was removed and replaced with another lens in the same procedure.